Event description:
Alleged that adult rollator collapsed, and that end-user fell and sustained back and head injuries.

Manufacturer narrative:
This event is a legal matter investigated exclusively by the legal department.